Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 33.3mmol/l, associated with an alleged blank display. Reportedly, the patient remained on the pump, and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed the display contrast default could not be resolved. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a blank display.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-aug-2018 with the following findings: the pump's black box data indicated that there were power interruptions with replace battery alarms due to the user installing discharged batteries. A test battery cap was able to properly tighten to the pump and maintain an electrical connection. The pump was exercised for 24 hours with no power interruptions observed. The battery compartment was found to be cracked.